Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
Alleged failure: "the camera was not recognized and blacked out." Probable root cause: reported failure mode was reproduced, camera could not establish a video connection with vpi when initially tested by stryker service. Probable root cause is due to a damaged camera cable. Bent pins were found on the plug during initial evaluation of device and camera function was restored when camera cable was replaced as part of repairs. The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.